Event description:
Device 1 of 2. Reference MFR report #: 1627487-2012-06214. It was reported the patient has experienced overstimulation at the ipg site, spine, and legs. X-rays were taken and revealed the lead as being cut. The lead was cut during the implant procedure. Allegedly, the patient now has a spinal cord injury. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.